Manufacturer narrative:
(B)(4). The customer reported that the device experienced a "system failure, cycle power" message that we will consider was not resolved by cycling power. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device experienced a "system failure, cycle power" message that we will consider was not resolved by cycling power. There was no report of patient involvement.